Event description:
It was reported that when firing the clip appliers "in the air" (i.e. Without applying the clip on any material), the clips are properly formed, but when there is material present, all clips - to a greater or lesser extent - tend to be "scissored".

Manufacturer narrative:
Scissor clips. Eval summary: the analysis results found that the er320 device (a) was received in good visual condition. The instrument was cycled, fed, and fired scissored clips. The analysis results found that the er320 device (b) was received in good visual condition. The instrument was cycled, fed, and fired 4 conforming clips and 7 scissored clips. The cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.